Event description:
It has been reported to philips that geometry was unavailable on the allura system during a procedure. The device was inside clinical use at the time of the event. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was unavailable. Review of the system log file showed that the problem appeared to be with the geo tso. The fse stated that the order would be placed for replacement and for the overnight delivery. After that, system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid and evaluation method code grid were corrected.